Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on how many cases did scissoring occur with devices? Please attempt to determine specific procedure dates and procedure types where scissoring occurred. Please attempt to find out if any patient consequences (bleeding, blood products given, change to procedure, change to post op patient care) occurred as result of clip scissoring. Follow up received from rep: I am unable to identify any of this information, as it occurred in the past and no one has specific details to share with me.

Event description:
It was reported that the surgeon stated that he has not used el5ml devices for over two years as he was having issues with clips "scissoring." This is all the information known at this time.